Event description:
After the pacemaker had been received, an electrical incoming goods inspection was performed. The pacemaker shows eri mode. The output signal of the pacemaker was measured and the pacemaker paced as programmed. Next, external signals were observed, during which the pacemaker sensed artifacts.

Manufacturer narrative:
After the pacemaker had been received, an electrical incoming goods inspection was performed. The pacemaker shows eri mode. The output signal of the pacemaker was measured and the pacemaker paced as programmed. Next, external signals were observed, during which the pacemaker sensed artifacts.